Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1x1vx, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the root cause of the lead coming out was that the lead tip moved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1x1vx, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and the lead came out. The system was replaced. No further device issue alleged / identified. No further patient symptoms or complications were reported.